Manufacturer narrative:
The insulin pump received with high sleep currents and alarmed hardware low levels alarm during self-test due to corroded connector at keypad assy. However, device passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No audio/beep or blank display anomalies were noted. The insulin pump received with cracked case on the back at the battery tube area and battery tube threads. The insulin pump received with cracked keypad overlay at select button. The insulin pump received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display was blank. The customer's blood glucose was 7.7 mmol/l at the time of incident. The customer stated that the display did not return after troubleshooting. The insulin pump will be replaced and will be returned for analysis.